Event description:
In 2005, this patient was treated with gore excluder aaa endoprostheses for an abdominal aortic aneurysm and bilateral common iliac aneurysms. The trunk-ipsilateral leg component was implanted on the patient's right side. An aortic extender component was used to extend the trunk-ipsilateral leg component distally. At an unknown date patient developed a distal type I endoleak on the right side. In 2007, this patient underwent a reintervention in which two contralateral leg components were implanted to resolve a distal type I endoleak on the patient's right side. Patient was reported to be in stable condition. Pt has since been lost to follow-up.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Also implanted in the patient pxa230300/03958401 and pxc201000/03895140.